Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a rash on his back. The patient's granddaughter reported that the patient's nurse recommended the use of a medicinal cream. During a follow up the patient reported that he was using the medicine on the rash and it was doing much better. No allegation of a device malfunction.